Event description:
Cons stated she used product for intercourse and has developed several bladder infections since 2008. She saw her doctor, and is undergoing treatment. Symptoms have not abated.

Manufacturer narrative:
A returned sample has not been received. A review of the data associated with this complaint category revealed no significant adverse trends. Complaint trends will continue to be monitored.